Event description:
Inability to extract tissue with needles. Obtained further information from customer, who stated that during kidney biopsy, four attemts to obtain core biopsy sample were made. All attempts failure. The following lot numbers were used during this case: d01ab0688, d01ag1381, 2000/00 and 649/00.